Manufacturer narrative:
The field service representative found that the vacuum tube for the detergent rinse nozzle was broken. He adjusted the tubing and rinse levels, performed verifications, and performed successful checks and tests. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result for 1 patient sample on a cobas 6000 c (501) module. The initial result was 173 mmol/l. The sample was repeated on another c501 module, and the result was 140 mmol/l. The repeated result was believed to be correct. The sample was repeated because the initial result didn't match the patient's clinical history.